Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged, perforated and migrated into the lung. High thresholds were observed upon an interrogation done approximately two weeks post implant. The lead was explanted and was not replaced. No further patient complications have been reported as a result of this event.